Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. The insulin pump also had a low beeping sound. Customer's blood glucose level at the time 84 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. No unexpected audio alerts or alarms noted during testing. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.